Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2020. ø10 cementless humeral stem, ø36/+3 humeral cup, ø36 eccentric glenosphere and glenoid baseplate were removed and replaced by ø10 cemented humeral stem, ø36/+3 humeral cup, ø36 eccentric glenosphere and glenoid baseplate. Primary surgery on (B)(6) 2019.